Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 18-mar-2015: follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and experienced pelvic pain and abdominal pain / cramping. These events were considered serious due to medical importance and listed for essure according to the reference safety information. Pelvic pain/abdominal cramping may occur during and following the micro-insert placement procedure. In this particular case, the consumer experienced these events from the moment she woke up after essure insertion. An alternate explanation is not available. Given the compatible temporal relationship, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since a hysterectomy was performed and the consumer had both fallopian tubes removed. Additionally, non-serious events were reported: pain in upper thighs, back pain and weight gain. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (B)(4) in united states on 10-oct-2014 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2009. It was reported that from the moment she woke up after surgery she was in pain. Her pelvic/abdominal pain grew worse and worse. On (B)(6) 2014, she underwent a hysterectomy and had both fallopian tubes that contained the essure coils removed. She had horrible pelvic pain, abdominal cramping, pain in her upper thighs, back pain, and weight gain. Ptc investigation result was received on 28-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and experienced pelvic pain and abdominal pain / cramping. These events were considered serious due to medical importance and listed for essure according to the reference safety information. Pelvic pain/abdominal cramping may occur during and following the micro-insert placement procedure. In this particular case, the consumer experienced these events from the moment she woke up after essure insertion. An alternate explanation is not available. Given the compatible temporal relationship, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since a hysterectomy was performed and the consumer had both fallopian tubes removed. Additionally, non-serious events were reported: pain in upper thighs, back pain and weight gain. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information and product technical analysis (with lot number) are being sought.